Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 218764 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number195-160 / lot 218764 and device part number 195-430h / lot 216828. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 218764 showed that the complaint rate is 0.00103%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. Based on the above summary, the investigation is deemed complete. Abbott diagnostics scarborough will continue to monitor and trend for this reported issue as part of our ongoing post market surveillance. H3 other text : device discarded, single use.

Event description:
The consumer reported three (3) unconfirmed false negative results with binaxnow covid-19 ag self-test on (B)(6) 2023, (B)(6) 2023, and (B)(6) 2023 respectively. Per the consumer, he had been testing with another antigen test brand ( quidell quickvue) daily over the last week and came up positive results. The consumer performed binaxnow covid-19 ag self-test on (B)(6) 2023, (B)(6) 2023, and (B)(6) 2023; the results were negative. Additionally, the consumer contacted his doctor, and no treatment was needed; he was self-isolating. Also, the consumer had mild symptoms and runny nose. This MFR. Report addresses test three (3) of three (3) tests, and performed on (B)(6) 2023, lot number 218764 quantity (1).